Manufacturer narrative:
H11: h3, h6: the reported device was not received for evaluation. However, 10 unused devices were received. A visual inspection of this device revealed that ten (10) unopened/sealed devices in original packaging were returned. Three (3) devices per sampling plan were opened for evaluation. The seals on the inner and outer pouches of all three devices were visibly good. There was no visible defect on any of the three devices. A functional evaluation of the three devices per sample, using a simulation meniscus, for each showed the t1 then the t2 deployed and implanted as intended for all three devices. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include an unintended second actuation of the device or excessive retraction of the device causing t2 to be pulled from the needle. Based on this investigation, the need for corrective action is not indicated.

Event description:
It was reported that, during a meniscus repair surgery, t2 implant of two (2) fast-fix 360 was falling out of the through right after implantation of t1 implant before needed. T1 was deployed though the meniscus, t2 was not. Both ts were removed from the patient by pulling out and with a biter. The procedure was resumed, after a non-significant surgical delay, using a similar s+n back-up product. No further complications were reported.

Manufacturer narrative:
H11: internal complaint reference: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known risks with the device itself or with its use that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.